Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected error test. The pump passed all operating currents tested within the spec range and passed off no power test. The pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. The drive support cap was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that they experienced low readings and loose drive support cap. The customer's blood glucose reading was 64 mg/dl. The customer treated with crackers and orange juice. The customer mentioned the drive support cap to appear protruded. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted. The drive support cap was inspected and no anomaly was noted.